Event description:
During procedure, the patient was administered sedation, general anesthesia and pain medication. A total of 11 treatments were delivered. No adverse events occurred, and no device observations were noted during procedure. The patient was discharged with an indwelling catheter. 7 days post the index procedure, the catheter was removed, and the patient was reported to be experiencing nocturia and painful urination. The symptoms resolved 8 days post onset symptoms. No medication was reported to be administered. The facility investigator assessment of the patient symptom of nocturia was that it was probable procedure related and unlikely related to the device. The patient symptom of painful urination was reported to be definitely related to the procedure but not related to the device. Assessment by the independent medical reviewer (imr) indicated that the patient symptom of painful urination was probably related to the study treatment and possibly related to the study device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
During procedure, the patient was administered sedation, general anesthesia and pain medication. A total of 11 treatments were delivered. No adverse events occurred, and no device observations were noted during procedure. The patient was discharged with an indwelling catheter. 7 days post the index procedure, the catheter was removed, and the patient was reported to be experiencing nocturia and painful urination. The symptoms resolved 8 days post onset symptoms. No medication was reported to be administered. The investigator assessment of the patient symptom of nocturia was that it was probable procedure related and unlikely related to the device. The patient symptom of painful urination was reported to be definitely related to the procedure but not related to the device.

Event description:
During procedure, the patient was administered sedation, general anesthesia and pain medication. A total of 11 treatments were delivered. No adverse events occurred, and no device observations were noted during procedure. The patient was discharged with an indwelling catheter. 7 days post the index procedure, the catheter was removed, and the patient was reported to be experiencing nocturia and painful urination. The symptoms were ongoing; however, no medication was reported to be administered. The investigator assessment of the patient symptom of nocturia was that it was procedure related but unlikely related to the device. The patient symptom of painful urination was reported to be definitely related to the procedure but not related to the device.